Event description:
Pt reported obtaining back-to-back blood glucose results of approx 100 mg/dl and approx 200 mg/dl (pt could not recall exact values), on the advantage system (strip lot 549306 with expiration date 12/31/2007). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The comfort curve test strips (cat no. 2030381, lot n. 549306 with expiration date 12/31/2007) are the suspect product.